Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There was oversensing due to electromagnetic interference (emi) and undersensing information. It was noted that there were some ventricular tachycardia (vt) episodes with some beats oversensed and undersensed.

Event description:
It was reported that the implantable cardiac monitor exhibited some undersensed beats and some oversensed beats. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.